Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "rate accuracy failed" was unable to be reproduced. The device was sent to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 15.344 and passing error percentage of 0.2752%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.